Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 130 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
H6: remove codes: 4114, 3221.